Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was unable to walk if her stimulation was turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician elected to replace the ipg due to patient¿s charging and competency issues. It was believed that the patient was not compliant with charging. The patient was doing well postoperatively. No further information can be obtained regarding inability to walk if it¿s related to device or not. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was unable to walk if her stimulation was turned on. The patient will undergo an explant procedure.